Event description:
It was reported that; straight inserter disengaged from cage. Would not hold cage straight in locked position. Damage to the back rail of the implant.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: the reported event couldn't be confirmed, the device was found upon visual and functional inspection to fully functional.conclusion: the plausible root cause is user failed to adhere to operating instructions.

Event description:
It was reported that; straight inserter disengaged from cage. Would not hold cage straight in locked position. Damage to the back rail of the implant.